Event description:
The patient reported her insulin infusion device is making a loud "grinding" sound when she runs a bolus. She stated the infusion device has made this noise since she started using the device 2 weeks ago. She said she also hears the same noise when the piston rod retracts. The patient stated the noise is not from a vibroalarm or buzzer. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.